Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose (bg) level was 650 mg/dl. Elevated bg was addressed via manual insulin injection. Customer plugged the pump into a power source and the pump display turned on.